Event description:
It was reported that before use of the bd¿ syringe, 60ml, enteral black marks were discovered on the tip of the syringe.

Manufacturer narrative:
Additional information: multiple lot numbers: there were two possible lot numbers reported. The information for each lot number is as follows: medical device lot #: 8303918; medical device expiration date: 10/30/2018; device manufacture date: 10/31/2023. Medical device lot #: 8303956; medical device expiration date: 10/30/2018; device manufacture date: 10/31/2023. Investigation summary: one sample and one photo were provided for evaluation. Visual inspection was performed. The barrel tip is dirty with dust. It also has scratches from a jam. The photo shows the barrel tip dirt. Failure mode is verified. The dust was due to improper cleaning during preventive maintenance. Scratches can be caused by a barrel or plunger rod getting caught in the assembly machinery and making contact with other syringes. Depending on the location or angle of stuck part, it can cause a narrow scratch on the side of the barrel. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A definitive batch number could not be provided however, there was no documentation of issues for the complaint of potential batch #s 8303918 / 8303956 during the production runs.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that before use of the bd¿ syringe, 60ml, enteral black marks were discovered on the tip of the syringe.